Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a follow-up examination showed a remaining life of 22 months for the pulse generator. A month later the device was suddenly at rrt and was explanted.